Event description:
A pt reported a labeling and packing issue with surestep test strips. The lot number of the test strips they reported was recalled. They stated that they were getting low readings of about 60 mg/dl with these recalled strips. They also stated that they did their control solution testing and the readings were always in range. The test strips were replaced for them. There was no medical intervention or treatment given. No further information has been reported.